Event description:
It was reported that the user¿s blood glucose was approximately 300 mg/dl when the dexcom g7 sensor was last connected to the ilet and the ilet displayed a ¿revert to backup therapy¿ message, after which the user transitioned to subcutaneous insulin via pen and had no additional sensors available at that time. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose and temporary discontinuation of automated insulin delivery with use of backup therapy. Investigation included user education regarding safe reconnection to the ilet after a new sensor, including waiting at least two hours after the last insulin injection before reconnecting. Investigation of this case revealed a sensor unavailability and signal loss scenario resulting in expiration of the blood glucose run and reversion to backup therapy, with no device damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user therapy transition due to sensor signal loss or sensor availability, with appropriate device behavior and user guidance provided.